Manufacturer narrative:
Event date was reported at (B)(6) 2013, should have been (B)(6) 2013. Added additional information regarding patient outcome. Product return date was reported as (B)(4) 2013, should have been (B)(4) 2013.

Manufacturer narrative:
The DHR, the abutment with the crown attached and original model were all reviewed. The DHR review didn't find any deviations that may have contributed to the alleged event. A new model was requested and received. Both the original model and the new model showed swollen tissue--indicative of an impression taken prior to full tissue healing. The investigation finds that the emergence profile of the abutment correctly followed the tissue on the model. However, the consequent healing of the tissue may have exposed the margin of the abutment enough to result in a food trap. Any possible infection would likely be localized to the abutment site and would be unlikely to cause or result in a systemic infection. Other possible contributing factors can be the configuration of the crown, proper seating of the healing abutment, proper profiling of the bone, and/or less than optimal implant placement/positioning of the implant.

Event description:
On (B)(6) 2014, the patient was contacted by complaint handling to inquired whether she had experienced any systemic infection resulting from the reported localized infection. The patient reported that she had not and did not have any problems at all, since the completion of the restoration.

Event description:
Customer describes that the tissue was being pushed on the buccal side of the eda dental abutment creating an area where food could become trapped and that this resulted in an infection in the patient's mouth. Patient was treated with antibiotic.